Manufacturer narrative:
The product has not been returned to the manufacturer for eval.

Event description:
During a tympanoplasty mastoidectomy, the drill became hot. Back up equipment was used to complete the procedure. There was no delay to the procedure and no injury to the user or pt as a result of this malfunction.